Event description:
An issue was reported involving gaps between the cartridge and pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump and cartridge areas and assisted with filling a new cartridge. The customer successfully loaded the cartridge onto the pump and resumed insulin delivery.